Event description:
Ever since these mask mandates in (B)(6), I wear the mask and have broken out in rashes on my face/lips and it has made my esophagus issues worse coughing, issues breathing. I should not have to be forced to wear the masks. They are causing me harm. Just medical masks because my governor in (B)(6) is mandating them. FDA safety report ID# (B)(4).